Manufacturer narrative:
The interrogation of the device on (B)(4)2017 showed elective replacement indicator (eri). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the cause of the loss of pain relief was due to change in stimulation pattern. The interrogation of the device on(B)(4) 2017 showed elective replacement indicator (eri). The outcome was resolved without sequela on (B)(4)2017; the stimulator was working well at that time and significantly relieved the patient¿s pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting the device was interrogated on (B)(6) 2017. The entire system was explanted and replaced on (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) of a clinical study reported the patient experienced a change in stimulation pattern with a loss of pain relief on (B)(6) 2017. The etiology indicated the relationship of the event to the device or therapy was related, but not related to the implant procedure or programming. It was noted that the most recent interrogation prior to this event was on (B)(6) 2016. No action was taken. The outcome was reported as ongoing. The indication for use included other chronic/intract pain (trunk/limbs).